Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill tubing sometimes took 14-15 units to fill tubing when normally it took approximately 10 units. There was no reported impact to blood glucose.